Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that during insertion the guide wire had resistance when passing through the catheter. The customer returned one guide wire. No catheter was returned. The returned guide wire was examined and measured. Visual examination revealed that the guide wire is kinked at approximately 20.7 cm from the proximal end. A manual tug test confirmed both welds are intact. Microscopic examination confirmed that the guide wire is kinked and confirmed that both welds were full and spherical. No separations were observed. The guide wire measured approximately 45.5 cm which meets the length specification of 45.0-45.9 cm per graphic. The outer diameter (od) of the guide wire measured 0.826 mm which is within the od specification of 0.788-0.826 mm per graphic. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A review of change history data in agile over the past two years for the guide wire revealed no material changes that could have resulted in this complaint. A device history record review was performed and found no evidence to indicate a manufacturing related cause. Other remarks: the probable cause of the guide wire meeting resistance and kinking when feeding the catheter over it during insertion could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3006425876-2016-00118.

Event description:
It was reported that the user met with strong resistance during insertion of the guide wire into the patient's internal jugular vein. The user stated that it felt like the guide wire was being "pushed back". They also feel the "winding of the guide wire seems different. As a result, a new kit was opened and tried, however, the same issue occurred. There was no reported delay, death, or complications to the patient as a result of this occurrence.